Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that patient presented in the hospital with complaints related to infection. The implantable cardioverter defibrillator system will be explanted and a new system will be implanted after treating the infection. The patient was suspected to have an allergic reaction to the implanted system and will be evaluated for sensitivity. No further information is available.